Manufacturer narrative:
H6. Investigation summary: bd received two (2) photos from the customer for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, one hundred (100) retention samples of the incident lot were selected from bd inventory for evaluation. Gel defects relating to the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm indicated failure mode of poor barrier formation because the defect was not evident in testing of complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes appeared to be abnormal after centrifugation. The following information was provided by the initial reporter. The customer stated: following my call, attached is the batch number as well as the appearance of the tube after centrifugation. As a reminder, it has happened several times that tubes take on this aspect. This anomaly is temporary. I had the return of the biologist from one of the sites who made me trace an anomaly on tubes of batch (B)(4) after centrifugation, the reference concerned (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes appeared to be abnormal after centrifugation. The following information was provided by the initial reporter. The customer stated: following my call, attached is the batch number as well as the appearance of the tube after centrifugation. As a reminder, it has happened several times that tubes take on this aspect. This anomaly is temporary. I had the return of the biologist from one of the sites who made me trace an anomaly on tubes of batch 2333397 after centrifugation, the reference concerned (B)(4).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.